Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a damaged retainer ring. Customer stated that reservoir was not secure and as a result they had a high blood glucose event. Customer stated that high blood glucose event occurred due to reservoir being pulled out of insulin pump. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.